Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that the pump had no physical damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: no evidence of unusual voltage drop was observed in the pump's black box. Several low battery warnings due to a partially discharged replacement battery were observed on 05/25/2015. The pump's current draws were within specifications. No overheating or any alarms occurred during the investigation. The alleged issue could not be duplicated.